Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said the device has malfunctioned. Patient said the device is on high and won't turn off. Patient said they have been to 3 healthcare provider (hcp) trying to get the device turned off and they can't get it turned off. Patient said they have not met with a manufacturer representative (rep) but the rep has called them. On the call, the patient pushed the stimulation off button and reported seeing the stimulation off icon but said stimulation felt like it was on. Patient pushed the decrease button and said the programmer beeped but the amplitude number was 1.6 volts. The patient turn the programmer off then sync with the ins, and the patient reported seeing the stimulation on icon. Patient pressed the decrease button again and held it down but the amplitude did not change. Patient power off the programmer then pressed the stim off button, patient reported seeing the therapy screen with the stimulation on icon. Patient said the hcp said the device has malfunctioned and needs to be removed. Removal is scheduled for (B)(6) 2021. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting.